Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the unspecified spartacore guide wire separated at approximately 3 to 5 cm from the tip during a peripheral vascular procedure in the popliteal artery. The separated portion was retrieved from the anatomy via a snare. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. It is indicated that the device will not be returned for analysis. A follow-up will be submitted with all relevant information.